Event description:
It was reported that the refill date did not update on the ptm (personal therapy manager). The pump was refilled on (B)(6) 2013, but the ¿alarm date¿ on the ptm (personal therapy manager) still read the date it did prior to the refill. The patient planned to have the date reset at the next pump refill. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n166328026, implanted: (B)(6) 2009, product type: catheter. Product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).